Event description:
It was reported that a leak was observed to be coming from the cassette during the prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual lot number was not identified, but was reported to be either s13e09104 or s13d24080. A review of all batch record documents was performed for both lot numbers (s13e09104 and s13d24080) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.